Event description:
One patient sample with false negative reading for urine erythrocytes. Initial reading by meter was negative. Same strip read visually was positive. If additional information is received, appropriate notification will be provided.